Manufacturer narrative:
Patient "repored" disc failure, immobility and pain. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that device was manufactured to specification.

Event description:
Patient "repored" disc failure, immobility and pain. Revision surgery is planned to exchange the poly inserts.